Manufacturer narrative:
The ceiling lift an sling involved in the incident was inspected following the incident. Both the motor and sling were still operational and in good condition. There were no signs of malfunction or sling integrity issues. There were no reports of any issues with the motor or slings preceding the incident.

Event description:
Staff were transferring a resident when they reported turning away from the resident for a moment, when they turned back the resident was on the ground. Upon inspection the facility manager reported following the incident that the motor and sling were still operational and in good condition. There were no signs of malfunction or sling integrity issues. There were no reports of any issues with the motor or slings pre-ceding the incident.

Manufacturer narrative:
The c-series patient lifts emergency down cord can be pulled to lower the strap until it has completely unwound and then start to wind in reverse direction. This is a known user error the manufacturer continue to receive as customer complaints. A review of the repair log from 2nd january 2018 to 25th june 2018 idetified 13.5% c-series ceiling lift repairs that were revese spooled despite the manufacturer's user instructions states the proper use of the emergency down. A design change involving pcba was implemented that makes the reverse spooling unlikely to occur. The design change was implemented in february 2019. No reports were received since march 2019. Manufacturer will continue to monitor the events.

Event description:
The ceiling lift suffered from reverse spooling, but the nurse had it working again, the biomed department was not informed and continued using the lift. The hospital did not know when the reverse spooling occured. When lifting a patient, the lift stopped working and the patinet was stuck in the sling. When the techinican opened the lift, the tape gear was unscrewed.